Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that their son had experienced low blood glucose level. The customer¿s blood glucose was 54 mg/dl and 134 mg/dl. The customer was treated with carbohydrates. The customer reported that they had issues with insulin pump showed to replace the sensor. The customer was advised to return sensor. The sensor will and insulin pump not be returned for analysis.